Event description:
It was reported that arctic sun device received error 01 (patient line open),113 (reduced water temperature control) occurred. The water temperature did not drop. The water temperature of chiller temperature (t4) sensor was 5. There was a possibility that the mixing pump had deteriorated. It was noted that no impact to the patient. The case was completed with the replacement machine. Per additional information via email from ibc on 10oct2023, it was confirmed that the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device received error 01 (patient line open),113 (reduced water temperature control) occurred. The water temperature did not drop. The water temperature of chiller temperature (t4) sensor was 5. There was a possibility that the mixing pump had deteriorated. It was noted that no impact to the patient. The case was completed with the replacement machine. Per additional information via email from ibc on 10oct2023, it was confirmed that the device was not used on the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The device was evaluated upon receipt. Device did not fill during field service. Circulation pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.